Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex st (device #1) used to treat the patient. The patient's attorney alleges revision surgery and injuries; however, no details have been provided regarding the nature of the injury. No lot number has been provided; therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex st (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol ventrio st device. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #1). On (B)(6) 2015: the patient had unspecified injuries and underwent revision surgery for implant of an unspecified bard/davol ventrio st. The patient is only making a claim for an adverse patient event against the ventralex st (device #1). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex st (device #1) used to treat the patient. The patient's attorney alleges revision surgery and injuries; however, no details have been provided regarding the nature of the injury. No lot number has been provided; therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex st (device 1). The patient's attorney did not make any allegations regarding the implanted bard/davol ventrio st device. Should additional information be provided a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2014) is considered to be a best estimate. Updated fields: a2, b2, b4, b5, b7, d4 (product catalog no., corporate lot no., expiry date, UDI no.), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #1). (B)(6) 2015: the patient had unspecified injuries and underwent revision surgery for implant of an unspecified bard/davol ventrio st. The patient is only making a claim for an adverse patient event against the ventralex st (device #1). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2014 ¿ patient was diagnosed with incarcerated ventral hernia and incarcerated umbilical hernia thereby underwent open repair with implant of ventralex st mesh (device 1). Per operative notes, ¿a large ventral hernia and small umbilical hernia defect was reduced. The defect in the umbilicus was closed with sutures and to the ventral hernia ventralex st mesh (device 1) was placed and sutured.¿ (B)(6) 2015 ¿ patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of ventrio st mesh (device 2). Per operative notes, ¿recurrent incarcerated ventral hernia around previously placed mesh (device 1) was noted. Small bowel adherent to mesh (device 1) were lysed and mesh (device 1) was closed with sutures. The ventrio st mesh (device 2) was placed over the recurrent defect and sutured circumferentially.¿